Event description:
It was reported that during follow up, noise was observed. Lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.